Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer undergoing a trial (conflicting reports as to whether it was an advanced or basic evaluation trial). It was reported the patient had back issues, had a sudden, tremendous back pain the night of (B)(6) 2017 and the stimulation was set too high during the trial. The manufacturer¿s representative (rep) helped them to lower it which resolved the issue. Patient history included a pinched nerve in l4 <(>&<)> l5 and a damaged spine; it was also reported the patient takes lyrica and wanted to use foot massager from their chiropractor for their neuropathy. No further complications were reported or are anticipated.